Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred. The philips remote service engineer (rse) analysed the system remotely and instructed the customer to inspect the power supply, ups, and m cabinet. The customer executed a bypass on the ups of the m cabinet; however, the issue continued. Subsequently, the customer activated the on button of the mpdu, but the on led did not illuminate. Upon further inspection of the mpdu control, the customer discovered that the fuse on the mpdu control board had blown. Customer replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not turn on. The device was in clinical use at the time of reported event. No harm was reported to philips philips has started an investigation of this complaint.